Manufacturer narrative:
Date sent: 09/22/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the hand activating knob did not function. No further information is available. Another device was used to complete the case. There were no adverse consequences to the patient.